Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up in clinic, oversensing due to noise was observed on the right ventricular (rv) lead. Rv lead revision will be performed when the battery of the device is changed. No intervention has been performed at this time. The patient was stable.